Event description:
Baxter global affiliate reported high ultrafiltration volumes were removed from the pt during treatment using the meridian device. Global affiliate reported vague info regarding accuracy of meridian device, stating that the meridian device would sometimes remove 1kg more than the device's programmed goal and at other times it would remove 1kg less than the programmed goal. There was no pt injury or medical intervention reported.